Manufacturer narrative:
Hill-rom received pictures of the affected device from the account and concluded there is a crack in the weld to the knee support. The sabina ii service manual, 3en550401 rev. 9, states the weld attaching the knee support should be checked once a year in the periodic inspection. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the device at this time. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating there was an issue with a weld on the lift. The lift was located at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).